Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure. Error message "med in failed unit" got orange icon on top that said failed hardware. The customer reported that issue occurred when dispensing medications to the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that a drawer failed. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure. Error message "med in failed unit" got orange icon on top that said failed hardware. The customer reported that issue occurred when dispensing medications to the issue. There were no adverse events or injuries reported based on this event.